Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the lcsc5 and cs23c, used with a hp053, tissue pads fell into the pt (they were retrieved from the pt). Another device was used to complete the case.